Manufacturer narrative:
A visual inspection was performed on one opened and used enlite sensor, found the sensor was broken and missing parts; unable to confirm if the customer received the sensor damaged due to the sensor was returned opened and used.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had no electrode after taking the sensor off the body. The customer's blood glucose was unknown at the time of incident. The customer also reported that they had blood at site. The sensor will be returned for analysis.